Event description:
The customer contact reported that during testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The customer contact stated the device will be repaired at the user facility. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.